Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement with a 23mm sapien 3 valve, during valve deployment, the valve was expanded approximately 50%, although the inflation syringe was fully emptied from nominal volume. Additional 25cc of contrast mix was used and the balloon was expanded further, this time with force.  The valve was almost fully expanded and had good contact with the annulus. Angiogram showed mild paravalvular leak (pvl) with 80:20 deployment position. The delivery system was removed and a decision was made to post dilate further with a 23mm balloon catheter.  Imaging showed improvement in pvl to trace and the valve was fully expanded. The procedure was completed without further issue and patient is stable in recovery.  The exam of the delivery system on the back table showed a pinhole leak in the balloon shaft at the approximate location of where the proximal end of the stent was after balloon alignment. Per medical opinion, the tortuous aorta caused excessive bending of the catheter shaft and caused the stent to puncture the balloon while traversing the aortic arch.

Manufacturer narrative:
Update sections d10 and h3.  The 23 mm commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was locked at packaging position with no flex or fine adjust used. The balloon shaft was kinked at the strain relief due to returned packaging and handling. Procedural imagery was provided for review and the following was observed: delivery system appeared bending within the patient¿s anatomy. It was indicating the tortuous anatomy; during device tracking, the valve appeared to unseat and was diving against the flex tip; the valve did not inflate completely during the first deployment attempt with contrast media leaking.  The delivery system was visually inspected, and the following was observed: the guidewire lumen was slightly kinked at proximally to the crimp indication marker, likely due to packaging and handling; the crimp balloon was slightly twisted; a pinhole was observed on the crimp balloon between crimp indication marker and triple markers; the flex tip had gouges.  Dimensional inspection was performed and the double wall thickness of the crimp balloon was measured.  All measurements were within specification. Due to the condition of the returned device, no proper functional testing could be performed. However, the balloon was attempted to be inflated, but it would leak through the pinhole. The complaints were confirmed. During manufacturing, the balloons are 100% inspected for any defects. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon leakage and delivery system inflation difficulty, partial or slow. A review of complaint history from august 2019 through july 2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for balloon leakage and delivery system inflation difficulty, partial or slow. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient and or procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the june 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leakage and delivery system inflation difficulty, partial or slow were confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report, ¿per medical opinion, the tortuous aorta caused excessive bending of the catheter shaft and caused the stent to puncture the balloon while traversing the thoracic aorta and arch.¿ if the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased tension within the delivery system. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Per the provided imagery, the valve appeared to unseat and dive into the flex tip. Furthermore, the gouges observed on the flex tip are also indicative of valve diving. The combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed pinhole. The leakage of the balloon likely resulted in the observed inflation difficulties, as the fluid leaked through the pinhole during inflation. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in non-straight section of the aorta) may have contributed to the balloon leakage. Available information suggests that procedural factors (balloon leakage) may have contributed to the delivery system inflation difficulty, partial or slow. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and a corrective/preventive actions are not required.